Event description:
Physician reported that two rods were fractured post-operatively (confirmed via x-ray). During revision surgery, the physician noted three rod-to-rod connectors were loose. The fractured rods and loose connectors were replaced. This record represents one of the two loose rod-to-rod connectors.

Event description:
Physician reported that two rods were fractured post-operatively (confirmed via x-ray). During revision surgery, the physician noted three rod-to-rod connectors were loose. The fractured rods and loose connectors were replaced. This record represents one of the two fractured rods.

Manufacturer narrative:
Correction to b.5.: updated to reflect that this report captures the 'fractured rod' not the 'loose rod-to-rod connectors.' Visual, dimensional, functional, and material analysis could not be performed as the device was not returned, however an xray was provided that showed two rods fractured. Device and complaint history review was not completed as lot number was unknown. Per instructions for use: the surgeon must warn the patient of the surgical risks and make aware of possible adverse effects. The surgeon must warn the patient that the devices cannot and do not replicate the flexibility, strength, reliability or durability of normal healthy bone, that the implants can break or become damaged as a result of strenuous activity or trauma, and that the devices may need to be replaced in the future. If the patient is involved in an occupation or activity which applies inordinate stress upon the implant (e.g., substantial walking, running, lifting, or muscle strain) the surgeon must advise the patient that resultant forces can cause failure of the devices. While the expected life of spinal implant components is difficult to estimate, it is finite. These components are made of foreign materials which are placed within the body for the potential fusion of the spine and reduction of pain. However, due to the many biological, mechanical and physicochemical factors which affect these devices but cannot be evaluated in vivo, the components cannot be expected to indefinitely withstand the activity level and loads of normal healthy bone. Bending, disassembly or fracture of any or all implant components. Loosening of spinal fixation implants can occur. Early mechanical loosening may result from inadequate initial fixation, latent infection, premature loading of the prosthesis, or trauma. Late loosening may result from trauma, infection, biological complications or mechanical problems, with the subsequent possibility of bone erosion, migration and/or pain. As the device has not been returned a definite root cause cannot be determined. Sales rep confirmed patient did not experience a fall after initial surgery. Possible root causes include surgeon overtorquing or undertorquing the blockers, damaged blockers on the connector, and/or excessive post op activity.